Event description:
It was reported that the user experienced a ¿dosing stopped¿ alert while attempting to pair a sensor, and later disclosed that the sensor pairing failed because the wrong sensor code had been entered repeatedly; a very high blood glucose value of 426 mg/dl was noted, and ¿hyper¿ was selected as a symptom during troubleshooting and education, including guidance not to start a new sensor and a review of bg run and ¿dosing stops soon¿ alarm behaviors. Symptoms included hyperglycemia. Outcomes included inconvenience and the need for troubleshooting without medical intervention or hospitalization. Investigation included technical support review, guided pairing steps, and education on correct sensor code entry and alert interpretation. Investigation of this case revealed user error related to incorrect sensor code input that prevented successful sensor pairing and contributed to a dosing stopped condition; the device and its components functioned as designed when provided correct inputs. It was concluded, based on previously established findings for similar reports, that the cause was use error.